Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The thumbscrew of the gateway plus device was not returned. Residues of blood were observed in the inner side of the body of the gateway plus unit and the hemostasis seal. A small hole was observed in the wall of the hemostasis seal, this hole is alternating the inner diameter of the hemostasis seal. A functional test of the complaint device was carried out using the thumbscrew of a test unit. A 0.118¿ pin gauge was passed through inside diameter of hemostasis seal, to assure dimensional conformance. Some resistance was felt during pin gauge introduction and it not slide in and out without wall interference, it was caused by the hole observed in the hemostasis seal. A 0.118¿ pin gauge was left inside of the y-adapter and it was closed for 10 minutes, then pin gauge was taken out and seal was observed, no other damages were noted. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that advancing difficulties occurred. A gateway¿ plus y-adaptor was selected for use. It was noted that a guidezilla¿ ii guide extension catheter was difficult to introduce. When the catheter was removed outside the patient's body, it was then noticed that the guidezilla was mangled at the tip. A second guidezilla was then introduced; however, same issues occurred. A new y-adaptor was used and a third guidezilla ii went smoothly. There were no patient complications reported. However, device analysis revealed that the there was a small hole in the hemostasis seal.